Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('hypersensitivity to nickel') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspepsia ("digestive disorder"), asthenia ("asthenia") and disturbance in attention ("concentration disorder") and experienced arthralgia and myalgia. The patient was treated with surgery (right with pliers resection via vaginal hysteroscopy,on left with salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspepsia, asthenia and disturbance in attention was resolving and the arthralgia and myalgia was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, disturbance in attention, dyspepsia and myalgia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('hypersensitivity to nickel') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspepsia ("digestive disorder"), arthralgia ("joint pain"), myalgia ("muscular pain"), asthenia ("asthenia") and disturbance in attention ("concentration disorder"). The patient was treated with surgery (ight with pliers resection via vaginal hysteroscopy,on left with salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspepsia, arthralgia, myalgia, asthenia and disturbance in attention was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, disturbance in attention, dyspepsia and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: this case was identified by ha as duplicate of case (B)(4) (legacy device report num - 2951250-2017-06691). All information was transferred to remaining case as a follow-up and this case was marked for deletion. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of allergy to metals ('hypersensitivity to nickel') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspepsia ("digestive disorder"), asthenia ("asthenia") and disturbance in attention ("concentration disorder") and experienced arthralgia and myalgia. The patient was treated with surgery (ight with pliers resection via vaginal hysteroscopy,on left with salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspepsia, asthenia and disturbance in attention was resolving and the arthralgia and myalgia was resolving. The reporter provided no causality assessment for allergy to metals, arthralgia, asthenia, disturbance in attention, dyspepsia and myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.